Manufacturer narrative:
(B)(4). Batch # j91x42. Investigation summary: the device was received attached to a har9f, the har9f was removed to perform functional test to the handpiece. The handpiece was connected to a generator, evaluated with a test instrument, and the hand activation feature was non-functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level , affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however, no definitive root cause could be drawn. It is probable that the ingress of moisture affected the handpiece functionality. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after an unknown procedure, they went to twist the device from the blue cable in order to separate the two, but the device would not come off. They tried a few times but it would not twist. The device worked perfectly during the procedure. Both the device focus and the blue cable will be returned.